Event description:
It was reported that patient experienced hypoglycemia issue event on (B)(6) 2026 due to insulin flow blocked alarm and low blood glucose and treated with sugar intake and glucose tablet.

Manufacturer narrative:
E1: patient city:(B)(6) patient country: united kingdom . Name: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.